Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had alarmed no delivery several times in the past 2 weeks. Customer's blood glucose level at the time of the incident was over400 mg/dl. She stated that the alarms did not occur during manual prime. The mother stated that the alarm was resolved by changing the infusion set and reservoir. The product was not replaced or returned for analysis.